Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed for disassociation and altr (metal debris). Method and results: device evaluation and results: visual inspection was performed as part of the material analysis. All surfaces of the neck exhibited damage, likely from interacting with the cocr head taper. Damage was observed on the accolade trunnion and v40 head taper. This damage was likely caused by the head taper and accolade stem trunnion coming apart. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the medical records by a clinical consultant indicated: the x-ray confirms the catastrophic trunnion damage with disassociation between stem and 32-mm/+8 cocr femoral head with metal debris visible in the joint space. The cup has excessive anteversion of some 30° although the limited field of view of the ap x-ray and absent lateral views do not allow to assess cup position with more accuracy. Still, the explanted liner shows gross evidence of impingement between stem neck and cup rim. The mar confirms damage was observed on the accolade trunnion and v40 head taper. This damage was likely caused by the head taper and accolade stem trunnion coming apart. Damage was also observed on the insert, likely from movement against the cocr head and hip stem. Diagnosis: component malposition, likely the cup, has caused impingement between stem neck with skirted femoral head and cup rim causing secondary overload in the taper junction with progressive corrosion and ultimately disassociation of femoral head from the taper requiring revision. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: a review of the event by a clinical consultant concluded: component malposition, likely the cup, has caused impingement between stem neck with skirted femoral head and cup rim causing secondary overload in the taper junction with progressive corrosion and ultimately disassociation of femoral head from the taper requiring revision. No further investigation is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's right hip due to fractured device. Cup remained implanted and was well fixed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon revised patient's right hip due to fractured device. Cup remained implanted and was well fixed.